Event description:
Air in tubing causing delay of vasopressor therapy during alarm condition reported. A pt was receiving dopamine at 12mcg/kg/min. When the bag emptied, a new bag was hung right away; however, the pump alarmed for air, and it took 30-45 seconds for the air to be removed from the tubing to resume the infusion. The pt's blood pressure subsequently dropped from 120mm/hg systolic to 60mm/hg systolic. There was no report of pt harm.